Event description:
The entire device was removed from the pt and replaced due to fluid loss-connection tubing to cylinders. Debris all over in system-prosthesis. Add'l lot/serial# 1841t 001, 0307q 005.